Event description:
Olympus received a medwatch report, which stated, "as the flexible scope was placed over the glidewire to identify the stone within the renal pelvis, visibility was hampered due to several black dots on the screen, reportedly the ureteroscope had multiple broken fibers. The stone was able to be fragmented into 3 or 4 pieces, however, complete dusting of the stone was impossible due to stone locations. The procedure was completed without injury to the patient." "The original intended procedure was a cystourethroscopy, right ureteral pyelogram under fluoroscopic guidance, right ureteroscopy with holmium laser lithotripsy of stone, right stent placement."

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report, however, user facility staff were unable to provide the model of the ureteroscope used during the procedure. User facility personnel also reported that the user experienced image difficulty during the procedure, but was able to complete the procedure using the same device. The procedure was reportedly extended for an unspecified amount of time. As part of the investigation into this report, olympus reviewed shipping records and was able to match the serial number provided in the user facility medwatch report to the subject device in this report. The instrument history of this device was reviewed, and was found to have been returned to olympus for evaluation on (B)(4) 2010 for a report of "broken image fibers". The evaluation revealed more than 50% of the image fibers in the device were broken. The evaluation also found dents on the insertion tube, play in the control knobs, and discoloration on the bending section cover glue. The device was refurbished. The reported phenomenon was likely related to physical damage. The urf-p3 instruction manual advises users to inspect the device prior to use, including inspection of the endoscopic image, and to not use the device if any irregularities are noted. Extensive damage to the image fibers would likely have been detectable prior to use. This report is being submitted as a medical device report in an abundance of caution.